Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/18/2015 and found a pinhole leak in the I-beam tubing through pinch valve vl14c. The fse observed "sweep flow tank was not full" error message had been generated at the time of the event. The fse re-tubed the sweep flow tank module and the instrument ran without leaks and all repairs were verified per established service procedure. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a clear fluid leak of approximately 20 ml from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The customer was processing samples when the leak was observed. The customer stated that "backwash tank was not full" and "sweep flow tank was not full" error messages had been generated at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.